Manufacturer narrative:
(B)(4). A review of the device history (DHR) records confirms that there were no issues with the assembly of the lot 19j187av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that after removing the thrombus in the 5 x 33mm embotrap ii revascularization device (et009533 / 19j187av), the microcatheter and the embotrap device were removed from the patient. On the back table, the tech tried to remove the embotrap from the microcatheter by pulling on the distal tip when the tip became separated from the rest of the device. It was reported that the device was not needed for any more passes and it was out of the patient¿s body; the event occurred post-op. There was no report of any patient adverse event or complication.